Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer experienced a high blood glucose level of 252 mg/dl and 273 mg/dl. The customer treated the high blood glucose with a correction bolus. The customer declined troubleshooting for the high blood glucose. They also reported that they received a no delivery. The tubing connector was not sitting correctly and there was a leak. The customer declined troubleshooting for everything.

Manufacturer narrative:
Evaluated 3 open/used reservoirs. Inspected and checked o-rings/stopper groove for anomalies none were found. Ran basal,bolus leaking test as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into pump. Conclusion: reservoirs not leaks. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.